Manufacturer narrative:
Information references the main component of the system.

Event description:
A patient with an external neurostimulator (ens) trial system reported that they were retaining urine and had not retained urine prior to the evaluation. On (B)(6) 2016, they reported they felt like they were getting a bladder infection and felt burning in their pelvic area. They had not yet notified their healthcare provider (hcp), but they had an appointment the week after the report.